Event description:
Alleged, when he pushes bed up and then stops pushing the button, the bed will continue to go all the way up. He said that the only way to stop it was play with the trend.

Manufacturer narrative:
Findings: first occurence-monitor field performance. The facility replaced the head hi/low column to repair the bed.